Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the cannula vent cap that covers the connector, where the tubing attaches, was difficult to remove. The user had to cut the cap off. The user reported the surgical procedure was completed successfully. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.